Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported phenomenon could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had no image displayed on the monitor. The issue occurred during a therapeutic tonsillectomy. The procedure was delayed by about ten minutes, after which the procedure was completed with a similar device and the patient was discharged. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to make a correction for file emdr-03332 to update the investigation conclusion. The device evaluation found the camera cable has a flaw (hole) & the camera cable is flooded.

Event description:
It was reported the camera head had no image displayed on the monitor. The issue occurred during a therapeutic tonsillectomy. The procedure was delayed by about ten minutes, after which the procedure was completed with a similar device and the patient was discharged. There were no reports of patient harm.